Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient's ipg communicates with external devices intermittently. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.